Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all specifications and no failures were identified. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 3 of the same event. It was reported from (B)(6) that during a surgical procedure for a femoral diaphysis fracture, it was observed that the radiolucent drive device with the drill bit device stopped while working on the contralateral cortex. According to the report, the event took place when the surgeon was trying to distal side stopping (screws are inserted horizontally to fix the nail) for an afn (B)(6) nail. It was further reported that the side stopping on the surgeon's side went through the cortex. It was reported that the surgeon replaced the drill bit on the radiolucent drive device with the other drill bit device from a different kit. As a result, the surgery was extended for two minutes. A spare cutter device was available for use. It was not reported if a spare radiolucent drive device was available for use. There was patient involvement. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.